Event description:
It was reported that an ilet bionic pancreas exhibited an unresponsive touchscreen that did not recover after a forced restart or charging. Symptoms included no user interface response preventing operation. Outcomes included interruption of therapy requiring device replacement. Investigation included technical support troubleshooting with power cycle and charging checks. Investigation of this case revealed a persistent user interface failure consistent with a display or touchscreen malfunction. It was concluded that the device experienced a hardware failure of the screen interface, and a replacement device was arranged.